Event description:
A motor stall was reported. Per reporter the pump stalled on (B)(6) 2014 two months prior eri (elective replacement indicator) and never recovered. There were no diagnostics or interventions performed, stated as not required. The pump was replaced on the date of this report and was not to be returned as it was discarded. Patient symptoms were note to be that of underdose with less that 50% therapy relief. Patient status at the time of this report was noted as ¿alive with no injury.¿ drugs delivered via the device were fentanyl, clonidine and bupivicaine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).